Manufacturer narrative:
(B)(4). Though requested, the s8-3t transducer has not yet been received for further evaluation. Additional information will be provided once the device is returned and evaluation is completed.

Event description:
The customer reported that the s8 3t transducer was exhibiting poor image quality during clinical use. However, the procedure was completed with a different transducer. The issue did not affect patient outcome. No patient or user has been harmed as a result of this event.